Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software, there is a misassociation of data linked to one specimen. No patient impact reported. The following information was provided by the initial reporter: "the doctor reports an anomaly whereby, for example, if a bottle is positive, it is discharged as positive by the instrument - and epicenter also reports it as positive. But then as soon as other vials linked to the same access number/patient are finalized, epicenter reports all the vials, including the one previously discharged and positive, as negative."

Manufacturer narrative:
H3. Investigation summary: the doctor reports an anomaly whereby, for example, if a bottle is positive, it is discharged as positive by the instrument - and epicenter also reports it as positive. But then as soon as other vials linked to the same access number/patient are finalized, epicenter reports all the vials, including the one previously discharged and positive, as negative. Upon investigation, it was determined that the collection date was greater than the test start date. A change was made at the lis to address the issue. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of august. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd epicenter¿ single user software, there is a misassociation of data linked to one specimen. No patient impact reported. The following information was provided by the initial reporter: "the doctor reports an anomaly whereby, for example, if a bottle is positive, it is discharged as positive by the instrument - and epicenter also reports it as positive. But then as soon as other vials linked to the same access number/patient are finalized, epicenter reports all the vials, including the one previously discharged and positive, as negative."